Event description:
On 01/26/2022 it was reported by a sales representative via sems that the 5cc quickset (abs-3005). The quickset was very difficult to inject using the traditional method with the pushrod by hand. So difficult that the push rod snapped near the surgeons hand. The surgeon tried to reassembled the handle and was unsuccessful. The surgeon and tech tried sliding the black rod from the front portion of the handle as directed unsuccessfully for over 5 minutes. The surgeon cut the syringe open until he was able to access the quickset, he utilized the harvester to reinsert the quickset to fill the void in the calcaneus.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.